Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 437 mg/dl; cause was not known. The customer was treated with intravenous fluids of saline, insulin, magnesium and phosphorus. The treatment resolved the issue without permanent damage. The customer was released from the hospital on july 21, 2025. System check with tandem technical support confirmed the pump was functioning as intended, additionally the cartridge had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.